Event description:
The customer's mother called to report that her daughter experienced high bgs (328-365mg/dl) "all day" while wearing a pod. The mother could see insulin and discoloration inside the pod and feels as though there may have been an internal leak. The pod initiated a hazard alarm and was changed a few hours later. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.